Event description:
It was reported that a spectrum infusion pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. During the evaluation, the downstream sensor current reading was high with a fluid filled set loaded. Evaluation determined the cause to be a failed downstream sensor. The failed downstream sensor was replaced.